Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage and pain as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing. There were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and... Port site pain."

Event description:
Health professional reported "tubing going from the port to the band of a lap-band device was shredded and leaking. Inability to withdraw any fluid from the port and when adding saline to the device the patient did not notice any change. Patient also experienced abdominal pain." The port and tubing section was explanted and replaced. The explanted device will be returned to allergan for product analysis.